Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. The explanted device was discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event.